Event description:
Complainant alleged medics responded to a call for a patient, with gi bleeding, in cardiac arrest. Medics attached electrode pads to the patient and delivered one shock of 150 joules. While attempting second shock, device displayed a "bridge test failed" message. The patient subsequently expired.